Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Device analysis for lead 0209516165 revealed the lead body conductor was broken at the injex anchor site. Conductors #0, #1, #3, #6, and #7 were broken 15.3cm from the distal end.

Event description:
The company representative (rep) additionally reported that the cause of the lead break was not determined. The lead break was not visible on x-rays, deducted from high impedances. The patient did not experience any falls or traumas prior to the high impedances or increase in symptoms. There was no damage to the lead observed during replacement.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0209516165, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's lead broke. The patient had spinal cord stimulation (scs) and subcutaneous leads. High impedances were measured on all electrodes of the scs lead and the patient had an increase in symptoms. No environmental or external factors contributed to the issue. X-rays were done and there was no dislocation. A revision was done and the lead was replaced. Impedances were measured to be normal after the lead was replaced. Following the lead replacement, the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.